Event description:
'Pt underwent allograft re-construction of anterior cruciate ligament. Subsequently failed. At time of arthroscopy, pt was found to have the broken tip of the delta screw in the lateral compartment. The remainder of the screw was contained in the tibial tunnel.' (Per medwatch report filed by pt). The pt underwent surgery to remove loose body in lateral compartment. At that time, surgeon encountered complications and removed all hardware. Another surgery required to reconstruct acl. As of 10/2004, pt is reportedly in good condition. Part number involved is not available. Additional information requested but details regarding initial surgery remain unknown. This device is used for treatment.